Event description:
It was reported that reservoirs has leaked into the reservoir compartment. Customer's blood glucose reading is 224 mg/dl. The leaks are past both o-rings. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage or air bubbles anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.